Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that pt reports unsure if user issue or device issue but is unable to hold bowels for the past "2 days". Pt reports can hold for a little while but then it just goes. Pt believes device is not programmed right and denied feeling stimulation in bicycle seat area. Pt increased therapy strength while on the call. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. On 2022-mar-29 additional information was received from the patient. They reported that they are still having ongoing issues with bowl incontinence. Symptoms got worse since patient had a colonoscopy and endoscopy about 2 weeks ago. Patient had turned therapy off beforehand and confirmed they turned therapy back on again afterwards but have been having uncontrollable bowel incontinence since. Patient has to bath several times a day because their fecal matter is so loose. Reviewed how to increase amplitude and recommended patient monitor their symptoms and follow up with managing physician if not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient had a return of symptoms yesterday and said "bowels went everywhere." The patient requested assistance in connecting to the implant to make an adjustment. After several attempts with instruction the patient connected to the ins and made a slight adjustment. The patient will maintain the current stimulation level and continue to track symptoms.